Event description:
The customer care contact reported the homecare pt received more medication than intended. On an unspecified date and time, the device was programmed in the continuous mode to deliver an unspecified concentration of 5 fu at an unspecified rate, with a 100ml container size, and a duration of 48 hours. No further programming parameters were provided. In 2008, between 1400 and 1600, the delivery was started. At 2200, the pt notified the user facility that half of the solution bag was delivered bt 1900. The pt was admitted to the emergency unit reportedly with dehydration. No specific info was provided regarding medical intervention. The device was reprogrammed to deliver the remaining mediation in continuous mode at a rate of 1.2ml/hr and the therapy was resumed. After an unspecified length of time the pt was discharged home. The device was removed from clinical service. There was no reported adverse pt sequelae. Though requested, no further info was provided.

Manufacturer narrative:
Device passed testing for delivery accuracy. The device history was printed at the manufacturing facility. A review of the device history indicates that in 2008, at 1523, the device was powered on and a shift total of 99.2 ml was cleared. At 1526, the device was programmed in continuous only delivery in ml mode, with a delivery rate of 2.2 ml/hr, a vtbi of 115 ml, kvo rate of 0.0ml/hr, container size of 115ml, and air sensitivity set at 2ml. At 1530, the infusion was started. A new date stamp two days in 2008. In the same month, at 1300, the infusion was stopped. The following month, between 1337 and 1343, the pump was powered on using batteries; the keypad was unlocked and locked; a start alarm occurred and the infusion was started. At 2030, the pump alarmed empty container and end of infusion. Between 2030 and 2214, the silence key was pressed 8 times and the infusion was stopped at 2219. At 2221 the program was cleared. At 2226, the device was programmed in continuous only delivery in ml mode, with a delivery rate of 1.2 ml/hr, a vtbi of 50ml, kvo rate of 0.0ml/hr, container size of 50ml, and air sensitivity set at 2ml and the infusion was started. A review of the history indicated the pump delivered as programmed.